Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 5f exoseal vascular closure device (vcd) came out together when the device was retracted. Hemostasis was failed, and manual compression was progressed for 15 minutes. There was no reported patient injury. The deployment button was fully depressed and flush with the handle during use. The exoseal vascular closure device (vcd) and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible upon device removal. The procedure used a retrograde approach for a diagnostic procedure. A 5f non-cordis sheath was used. The exoseal was stored, prepared and used by the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. At the femoral puncture site, the vessel diameter was confirmed to be at least 5 mm, and mild access vessel tortuosity was observed. The puncture site did have severe calcium. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was partially deployed, and the indicator wire was found retracted. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white and red position. During this visual analysis, no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was conducted; however, the test could not be fully performed because the unit was received in a partially deployed condition. Nevertheless, full depression of the deployment lever was achieved in order to confirm that no mechanical impediment was present. A high magnification evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the returned device as the unit was received with the deployment lever partially depressed and the plug partially deployed from the delivery shaft. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine exactly what factors may have contributed to the reported inaccurate placement of the plug since the device was received in a condition that does not match the event description provided. However, user-related factors (user error) may have likely been a contributing factor to the reported event as the deployment lever was received partially depressed and the plug partially deployed. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ the IFU instructs, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) came out together when the device was retracted. Hemostasis was failed, and manual compression was progressed for 15 minutes. There was no reported patient injury. The deployment button was fully depressed and flush with the handle during use. The exoseal vascular closure device (vcd) and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible upon device removal. The procedure used a retrograde approach for a diagnostic procedure. A 5f non-cordis sheath was used. The exoseal was stored, prepared and used by the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. At the femoral puncture site, the vessel diameter was confirmed to be at least 5 mm, and mild access vessel tortuosity was observed. The puncture site did have severe calcium. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The device will be returned for analysis.